Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 21 mg/dl. The customer consumed carbohydrates to address their bg level. Reportedly the paramedics were called and customer was given intravenous glucose to address bg. The customer alleged that the pump showed a bg that was outdated and not her current blood sugar. Tandem technical support reviewed the pump logs and determined that the bg value on the pump was auto populating correctly. The customer acknowledged and continued using the pump for insulin therapy.